Event description:
The patient reported seeking medical attention after experiencing blood glucose (bg) levels up to 400mg/dl while wearing the pod at the time of the event and the duration of use is unknown. Reason for seeking care was because the patient experienced both low and high bg readings due to the sensor failing to provide signals. At the time of medical evaluation, the patient was diagnosed with hyperglycemia and received insulin treatment. The visit was brief, and the patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.